Event description:
Patient undergoing a cardiac catheterization for stenting of a mid-lesion of the lad (left anterior descending) artery. During the procedure the interventional wire tip broke off a distal side branch of the artery. The tip did not cause chest pain and the patient remained hemodynamically stable. No evidence of perforation of the distal vessel was noted. The tip was left in place as the clinician felt the risk to retrieve the object outweighed the risk of leaving it in. A 3.0 by 22mm drug-eluting stent was placed successfully with a reduction of stenosis from 99% to 0%.